Event description:
A malfunction was reported on the pump, without any notable events occurring prior to it. There was no reported impact to the customer¿s blood glucose level. The customer was unable to reset the pump and planned to call back when they got home. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump